Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image was missing with the camera head and cystoscope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e1 (telephone number), h3 and h6 (type of investigation codes reported on initial report must be removed). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, the presumed cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center image was missing with the camera head and cystoscope, only color bars on the lmd monitor. They are using serial digital interface cable from out 1. Serial digital interface is highlighted on the monitor front panel. While we are trying to check different area, the issue was resolved by disconnect and reconnect the camera head correctly to the cv-170. To resolve the issue, the customer reconnect the camera head correctly to the cv-170. There were no reports of patient harm.